Event description:
The patient services representative (psr) of a (B)(6) male patient contacted lifecor customer support to report that when he puts the battery pack into the system, the system continually alarms to "connect belt". Support contacted the patient who stated the electrode belt will drop into place, but will not screw easily to the monitor. Support sent a psr to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt connector plastic was defective. The pins were completely intact and straight. The connector could not be screwed in which allowed for an intermittent connection between the monitor and the electrode belt. The root cause of the damaged connector was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the plastic threads to break. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.